Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer reseated row board cable on back of drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer failed to open as a cubie got stuck inside. The customer stated that the malfunction prevented the user from issuing medication to the patient, caused a delay in patient care but no harm reported. There were no adverse events or injuries reported based on this event.